Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the device's pressure output was observed. The ventilator's system board was replaced to address the issue.